Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked past second o-ring in reservoir compartment. It was also reported that there was fluid in insulin pump. Customer's blood glucose was not reported. Reservoir would be replaced.